Manufacturer narrative:
The investigation of product damage -sleeve has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and approximately nine days after start of the support, the distal part of the sleeve was noted to be torn. The sleeve was cleaned with non-alcohol prep and secured with tegaderm to enclose the opening. The patient continued on support until the impella cp device was successfully weaned three days later and explanted as planned. There was no harm to the patient as a result of the event.